Event description:
The patient's nasoduodenal tube had areas of thinning and stretching. The tube was removed and replaced- noted near the insertion site. Patient required an x-ray to confirm placement. Manufacturer response for enteral feeding tube -non with w/o stylet 5f 36", corflo-ultra lite (per site reporter): they wish to investigate.